Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/1/2014 with the following findings: pump boots to verify screen with vibratory and audible features. An ezprime sequence and 24hr duration test were successfully completed. The tdd¿s add up correctly. No alarms related to the complaint in pump history. Pump successfully completed a delivery accuracy test and was found to be delivering within specification. Conclusion of a patient negligence issue - pump subjected to conditions outside specifications (exposure to CT scan)/ a force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. Removed pump cover; the force sensor resistance was found to be in specification. No contamination on force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an out of calibration force sensor. This report is made based on the results of an investigation completed on 11/1/14.